Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 1998 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, small bowel resection, removal of mesh, seroma. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: added lot number. G5: added PMA/510k #. H6: updated method code 1 and results code 1 as valid lot# provided.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (1695) was reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6) 1998 through (B)(6) 2016 and not all records received in this time span are relevant to both gore® dualmesh® biomaterial products. Medical records from (B)(6) 1998 through (B)(6) 2015 were not provided. Patient information: medical history: obesity: (B)(6) 2008: 275 lbs ., bmi 45.5. (B)(6) 2015: 244.9 lbs., bmi 40.8. (B)(6) 2015: 223.5 lbs., bmi 39. (B)(6) 2016: 190.2 lbs., bmi 33. Diabetes; type 2. Colitis. Chronic obstructive pulmonary disease [copd] irritable bowel syndrome [ibs] gastroparesis. Constipation. Gastroesophageal reflux disease [gerd] diverticular disease. Gastric ulcers. Breast cancer: (B)(6) 1998: multiple incarcerated ventral hernias with partial small bowel obstruction. (B)(6) 2015: bowel obstruction, large chronic seroma. (B)(6) 2015: barrett esophagus, hiatal hernia. (B)(6) 2015: failure to thrive, PICC line placement. (B)(6) 2015: small bowel obstruction. (B)(6) 2015: postoperative wound dehiscence, failure to thrive, deconditioning, malnutrition, non-catheter-associated urinary tract infection, acute blood loss anemia. (B)(6) 2016: infected abdominal wound with suspicion of infected mesh. Surgical procedures: unknown date: cholecystectomy. Unknown date: tah [total abdominal hysterectomy] (B)(6) 1998: endoscopy. (B)(6) 1998: laparoscopic repair of multiple large and small ventral hernias (two sheets of 24 cm x 34 cm dual mesh gore-tex). Implant: gore® dualmesh® biomaterial x2. (B)(6) 2015: exploratory laparotomy. Small bowel resection with primary enteroenterostomy x2. Lysis of adhesions, totaling greater than 1 hour. Excision of foreign body (synthetic mesh). (B)(6) 2016: excisional debridement, incision and drainage of abdominal wound. Implant preoperative complaints: (B)(6) 1998: history and physical. ¿seen in the past for infectious colitis. Presented complaining of abdominal pain, emesis. Abdominal series showed a few scattered air/fluid levels. CT of abdomen showed no gross evidence of obstruction or an ileus. Admitted for further investigation. Abdomen obese and large; large ventral hernia present, mild tenderness around hernia but no guarding, active bowel sounds. CT showed large ventral hernia without evidence of strangulation. Abdominal pain, nausea, vomiting; suspect secondary to multiple abdominal adhesions and ventral hernia.¿ [CT report was not provided.] (B)(6) 1998: endoscopy: ¿history of gastric ulcer who was admitted with abdominal pain, nausea and vomiting. Impression: nasogastric tube trauma. I suspect nausea, vomiting, and abdominal pain is related to intra-abdominal adhesions, irritable bowel syndrome, and large ventral hernia. Recommendations: continue supportive care." (B)(6) 1998: preoperative diagnosis: ¿multiple large incarcerated ventral hernias with partial small bowel obstruction.¿ implant procedure: laparoscopic repair of multiple large and small ventral hernias (two sheets of 24 cm x 34 cm dual mesh gore-tex). [Implant #1: gore-tex® dualmesh® biomaterial 1dlm08/p12557-091, 26cm x 34cm x 1mm thick, oval] [implant #2: gore-tex® dualmesh® biomaterial 1dlm08/p10057-156, 26cm x 34cm x 1mm thick, oval] implant date: (B)(6) 1998 [hospitalization dates: (B)(6) 1998] wound classification: not provided. Description of hernia being treated: ¿a stab wound was made in the left upper quadrant, veress needle inserted, and her abdomen distended with carbon dioxide without incident. A 5 mm port was inserted and a 30° 5 mm scope used throughout. She had extensive adhesions to the anterior abdominal wall including multiple hernias, all of which were incarcerated, some of which contained only omentum, some only small bowel, and some omentum and small bowel. She also had multiple small hernias. These extended from the umbilicus to near the xiphoid. It took about two hours to lyse adhesions and reduce all of these hernias. This was done safely with no entry into the bowel. It then took another two hours to deploy two of the largest pieces of gore-tex available.¿ implant size and fixation: ¿each of these is 24 cm x 34 cm. Once these were deployed, they are positioned and tacked in place with multiple titanium tacks. Lastly, 0 gore-tex sutures were used. There were two on each side and two cephalad and two caudad. The procedure required a total of five 5 mm ports and one 10 mm port. All ports except the initial were placed under direct vision. All port wounds were closed with staples in the skin. Even the 10 mm port wound had gore-tex over it on the inside so did not need to be stitched.¿ (B)(6) 1998: discharge: ¿postoperative course complicated by low-grade fevers; subsided once the central line was discarded. At time of discharge was without fevers for over 24 hours. Follow up in six weeks.¿ relevant medical information: (B)(6) 2015: emergency room: ¿abdominal pain; moderate, sharp and stabbing, right upper quadrant, right abdomen, epigastric area, left upper quadrant and left abdomen. Has had nausea, loss of appetite and vomiting. CT abdomen/pelvis [a/p]: distended fluid-filled stomach, associated dilatation of fluid-filled proximal and mid small bowel loops with decompression of distal small bowel and colon representing small bowel obstruction. Adhesions favored as there is no mass or lymphadenopathy. Previous ventral hernia repair with mesh placement. Large seroma associated with the mesh. This fluid collection measures 26 x 25 x 17 cm which is increased as compared with 3 years ago when it measured 23 x 17 x 11 cm. Admitted; abdominal pain, bowel obstruction.¿ partial explant #1 preoperative complaints: (B)(6) 2015: indications: ¿the patient is a 77-year-old female who has a longstanding history of gi [gastrointestinal]complaints. Most notably, she has had a large mesh placed by dr. D. Over 10 years ago. This was placed laparoscopically and she had developed a large chronic seroma associated with the mesh. She was admitted to the hospital about a week ago with complaints of abdominal pain, bloating and vomiting. She underwent conservative management for a week with an ng [nasogastric] tube. Her clinical exam worsened and small bowel follow-through showed a complete high-grade small bowel obstruction. She is, therefore, brought to the operating room today for exploratory laparotomy.¿ partial explant #1 procedure: exploratory laparotomy. Small bowel resection with primary enteroenterostomy x2. Lysis of adhesions, totaling greater than 1 hour. Excision of foreign body (synthetic mesh). Partial explant #1 date: (B)(6) 2015 [dates of hospitalization: not provided] wound classification: not provided. Procedure: ¿I made a skin incision over her prior midline incision beginning high up near the xiphoid and extending down to just below the umbilicus. From review of the CT scan, I knew that the seroma would be the first thing I encountered, but that there seemed to be an open place near the xiphoid process. I encountered mesh after I dissected through the subcutaneous tissue. This was incised carefully with a scalpel and then I immediately encountered a large gush of fluid. This was clear and dark yellow in color, consistent with seroma seen on CT scan. This was suctioned and I got about 5 liters of fluid out. I extended my incision of the mesh and fascia down below the umbilicus. I could see that there was a large cavity for the seroma and it contained several handfuls of particulate matter. There was no malodor, but I did culture this fluid just in case. After I evacuated the seroma, I went very high up, close to the xiphoid process and entered the abdomen safely and could see immediately that there were many omental adhesions up to this rind. I carefully took down all of the omental adhesions from the posterior rind of the seroma. As I got down more distally, I could tell that there was also some bowel that was closely adhesed to the rind, mostly on the right side of the abdomen. This was put aside for the moment. I was finally able to visualize the bowel. I identified the ligament of treitz and I ran the bowel distal to this until I got to the midjejunum. This bowel was dilated but did not look compromised. There was a clear obstruction deeper into the abdomen and it seemed like there was 1 very strong band of tissue that was causing the obstruction. I obtained better visualization and then I was able to lyse this band sharply with scissors. I was then able to deliver the rest of the jejunum into the wound. I continued to run the bowel down towards the terminal ilium. The bowel beyond the obstruction was decompressed. When I got close to the terminal ileum, I realized that there was a piece of bowel that was completely plastered to the abdominal sidewall, including mesh. I spent a lot of time doing very careful lysis of adhesions and dissection to get this bowel off the sidewall. This bowel was not currently obstructed, but gave the impression that, had she not had a more proximal obstruction, she would have had one here as well. I finally got the bowel off the sidewall and then I was able to note that it was probably 15 cm [centimeter] away from the terminal ileum. After I had freed up all the small bowel, I ran it again and I lysed several interloop adhesions. These were done with scissors and came down easily. There was no concern for enterotomy or serosal injury on any of the bowel. I reexamined the bowel that had been obstructed. At that point, it was a little dusky and, after about 15 to 20 minutes, was still a little dusky and inflamed. I made the decision to go ahead and resect this piece of bowel. I chose points of resection proximal and distal to the inflamed bowel at the proximal obstruction side. I divided the bowel with blue load on the gia stapler and divided the mesentery with a ligasure. I performed side-to-side functional end-to-end enteroenterostomy with a blue load on the gia stapler. I closed the common enterotomy with running 2-0 silk and then I reinforced it with overlying lambert¿s. I placed a 2-0 silk crotch stitch. I closed the mesenteric defect with 2-0 silk. I went down to see the bowel that had been caught up on more distal obstruction with the tight adhesions to the mesh. This bowel was also very inflamed and dusky, even after I had given it about 15 to 20 minutes. I made the decision to go ahead and do a second bowel resection at the distal ileum. I chose sites for section before and after the piece of inflamed bowel and divided these with blue load on the gia stapler. I performed a side-to-side functional end-to-end stapled enteroenterostomy with blue load on the gia stapler. I closed the common enterotomy with a blue load on the gia stapler. I placed interrupted lambert¿s over this and crotch area. I closed the mesentery with running 2-0 silk. I looked distal to this anastomosis and there were a few adhesions around the cecum and the terminal ileum that I lysed to prevent distal obstruction to the flow of succus through my new anastomosis. I examined the abdomen. There was no spillage of bile. There was no pus. There had been some bleeding and oozing from the omentum that had been sharply taken down from the abdominal wall and so this was controlled with cautery. I irrigated the abdomen copiously with 2 liters of warm saline. At the end of my irrigation, the abdomen was hemostatic. There was a large amount of partially mesh and partially rind from the large chronic seroma cavity that was projecting out over the abdominal organs. I trimmed this back as close as I could to the fascia. I did not do a very detailed dissection in the upper part of the abdomen and there were quite a few adhesions around the falciform ligament and rind and what mesh I could, I was left with low incorporated mesh at the fascia. I would note that, on the lower part of my incision around the area of the umbilicus, there seemed to be good muscle tissue and fascia associated with the mesh but, a little higher up, I could not identify this layer. Because I was not sure that I had good tissue for closure and because there really was minimal to almost no contamination in this case, I did not excise all of the mesh. The mesh/fascia was closed with running #1 looped pds suture. ¿ (B)(6) 2015: pathology report: diagnosis: ¿1. Small intestine, excision of proximal small bowel: a. Benign small intestine with mesenteric fibrosis and foreign body response. B. Changes consistent with obstruction. C. Negative for evidence of malignancy. 2. Small intestine, segmental excision of ileum: benign small intestine with mesenteric nodular fibrosis and foreign body type response.¿ gross description: ¿specimen #1 is ¿proximal small bowel resection.¿ the specimen consists of a segment of small bowel measuring 29.5 cm in length x 3.7 cm in diameter. The serosal surface is red-brown and slightly dusky with tightly adhered pericolonic fat. A firm scarred area is identified creating a band in the soft tissue measuring 1.1 cm in length x 0.6 cm in diameter. This band creates a tortuous tract of small bowel. The band measures 6.5 cm form the closest stapled resection margin. Three strictures/kinks are identified resulting from the soft tissue adhesions. The first stricture narrows the colon to 2.0 cm in diameter and measures 7.3 cm from the closest resection margin. The second narrows the segment of bowel to 1.8 cm in diameter and measures 3.7 cm from the opposite stapled resection margin. The kinked-appearing stricture lies in the center of the segment of bowel and measures 14.1 cm from the closest stapled resection margin. The segment of small bowel is opened, shows the central area of kinking to result in greater than 75% narrowing. The remaining two strictures exhibit 25% obstructing.¿ ¿specimen #2 is designated ¿ileum¿. The specimen consists of a segment of small bowel measuring 10.5 cm in length x 3.3 cm in diameter. The resection margins are each stapled. The central 6.6 cm of the segment is red-brown with dense adhesions and fat necrosis. The external surfaces at the stapled resection margins are tan-pink and appear unremarkable.¿ microscopic description: ¿1. Microscopic examination reveals sections of benign-appearing small intestinal-type mucosa demonstrating focal mesenteric fibrosis with foreign body giant cell response. The intestine itself demonstrates congestion but no evidence of obvious necrosis or atypia.¿ 2. Microscopic examination reveals sections of benign-appearing small intestine demonstrating a nodular area of mesenteric fibrosis with foreign body type response and empty clefts.¿ (B)(6) 2015: discharge summary: ¿CT scan near end of hospital stay showed slow resumption of the seroma associated with the longstanding gore tex mesh, some fluid under the wound and some fascial dehiscence. Dehiscence was a little above the apex of the wound and I had opened the apex for drainage of this seroma. Will be discharged to the transitional care unit for continued work with physical therapy so she may return to her pre-surgery state of function.¿ partial explant #2 preoperative complaints: (B)(6) 2016: preoperative diagnosis: ¿infected abdominal wound with suspicion of infected mesh.¿ (B)(6) 2016: indications: ¿the patient is a 78-year-old female who is well known to me after an exploratory laparotomy several months ago for a bowel obstruction. She had an old piece of mesh that had been placed many years ago, laparoscopically that was associated with an extremely large seroma. That was drained at the time of surgery and has not recurred, but she developed a postoperative wound infection and has been treated with bedside drainage and vac placement. She had increasing drainage from the wound and so she is brought to the operating room today for exploration.¿ partial explant #2 procedure: excisional debridement, incision and drainage of abdominal wound. Partial explant #2 date: (B)(6) 2016: wound classification: not provided. Procedure: ¿I digitalized the tract over the wound, which was located in the middle of the wound and extended out laterally and inferiorly. At the top of the wound, there was about a 3 cm area of well granulating tissue that had no purulence. I incised this track with the bovie. I started getting more efflux of pus and I continued to open the wound. I made the decision to go ahead and open the entire top part of the wound and so I incised all the way up to even the granulating portion carefully with the bovie. There was about a 4 cm area of mesh dehiscence right in the middle of the wound and under this mesh was firstly adhesed down bowel and on top of the bowel between the bowel and the mesh was a large amount of pus. This was cultured. I evacuated all the pus and it seemed to be in a finite area. This area was about 8 cm x 10 cm. I irrigated copiously with water until all the suction ran clear. I then debrided some of the gore-tex mesh that was poking out into the wound. It was not malodorous. It had a little bit of tan discoloration. This was debrided back until it was more fused to the underlying tissues, and I had quite a bit of subcutaneous fat that was well vascularized, although I did not really have a lot of fascia. I pulled this fat over the bowel to cover it and attached it with a few 0 ethibond. I was satisfied that the wound had been cleaned out. I replaced a vac over top of the wound. ¿ (B)(6) 2016: pathology report: diagnosis: ¿1. Abdominal mesh, removal: acellular material consistent with mesh, medical device. 2. Abdominal wall mesh, removal: acellular material consistent with mesh, medical device fragments of fibrous tissue with acute and chronic inflammation.¿ gross description: ¿1. Specimen #1 ¿abdominal mesh tissue¿. The specimen consists of an irregularly shaped fragment of synthetic mesh measuring 2.3 x 0.8 cm and measuring 0.1 cm in thickness. The external surface is yellow-pink with a very small amount of attached soft tissue. 2. Specimen #2 ¿abdominal mesh¿. The specimen consists of two irregularly shaped fragments of mesh aggregating to 7.9 x 2.7 cm and measuring 0.1 cm in depth. The external surface is relatively smooth with a small amount of adherent soft tissue. The cut surfaces are unremarkable.¿ microscopic description: ¿1. Histologic sections demonstrate acellular synthetic material consistent with a known mesh medical device. 2. Histologic sections demonstrate acellular synthetic material consistent with a known mesh medical device. In addition, there is fibrous tissue having both acute and chronic inflammation present.¿ (B)(6) 2016: a culture report was not provided. Conclusion: implant #2: gore® dualmesh® biomaterial 1dlm08/10057-156. It should be noted that the gore-tex® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use also warn: ¿if unintentional exposure occurs, treat to avoid contamination, or material removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Implant #2: gore® dualmesh® biomaterial 1dlm08/10057-156. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Review of the sterilization records could not be performed as product tracking unavailable. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1998: (B)(6) hospital. Perioperative nurses record. Nurses notes. Surgeon: (B)(6). Preoperative diagnosis: incarcerated ventral hernia. Procedure: laparoscopic lysis of adhesions, hernia repair with gor-tex [sic] mesh. Postoperative diagnosis: same, massive adhesions. Implant 26 x 34 gortex [sic] x 2. (B)(6) 1998: (B)(6) hospital. Perioperative nurses record. Implant sticker. Gore-tex dualmesh biomaterial. Item#: 1dlm[illegible]. Lot#: p12[illegible]57-0[illegible]1. (B)(6) 1998: (B)(6) baptist hospital. Perioperative nurses record. Implant sticker. Gore-tex dualmesh biomaterial. Item#: 1dlm[illegible]. Lot#: 10[illegible]57-1[illegible]. The records confirm a gore® dualmesh® biomaterial (1dlm[illegible]/p12[illegible]57-0[illegible]1) and a gore® dualmesh® biomaterial. (1dlm[illegible]/10[illegible]57-1[illegible]) was implanted during the procedure. Records between 06/02/98 and 10/18/15 were not provided. (B)(6) 2015: (B)(6) health paducah. (B)(6), md. Operative report. Operation: exploratory laparotomy. Small bowel resection with primary enteroenterostomy x2. Lysis of adhesions, totaling greater than 1 hour. Excision of foreign body (synthetic mesh). Preoperative diagnosis: high-grade small bowel obstruction. Postoperative diagnosis: high-grade small bowel obstruction. Large seroma. Estimated blood loss: 300 ml [milliliters]. Complications: none immediate. Indications for procedure: ¿the patient is a 77-year-old female who has a longstanding history of gi [gastrointestinal] complaints. Most notably, she has had a large mesh placed by dr. C.k. Davis over 10 years ago. This was placed laparoscopically and she had developed a large chronic seroma associated with the mesh. She was admitted to the hospital about a week ago with complaints of abdominal pain, bloating and vomiting. She underwent conservative management for a week with an ng [nasogastric] tube. Her clinical exam worsened and small bowel follow-through showed a complete high-grade small bowel obstruction. She is, therefore, brought to the operating room today for exploratory laparotomy. I spent a long time discussing the risks, benefits and alternatives with the patient and her family, including but not limited to heart attack, stroke, death, infection, bleeding, mesh infection, enterocutaneous fistula, need for bowel resection. The patient and her family understand and wish to proceed.¿ description of procedure: ¿after informed consent was taken, the patient was brought to the operating room and laid in supine position. Scd¿s [sequential compression devices] were placed for dvt [deep vein thrombosis] prophylaxis and general anesthesia was induced. She has been given antibiotics. The abdomen was prepped and draped sterilely. I made a skin incision over her prior midline incision beginning high up near the xiphoid and extending down to just below the umbilicus. From review of the CT scan, I knew that the seroma would be the first thing I encountered, but that there seemed to be an open place near the xiphoid process. I encountered mesh after I dissected through the subcutaneous tissue. This was incised carefully with a scalpel and then I immediately encountered a large gush of fluid. This was clear and dark yellow in color, consistent with seroma seen on CT scan. This was suctioned and I got about 5 liters of fluid out. I extended my incision of the mesh and fascia down below the umbilicus. I could see that there was a large cavity for the seroma and it contained several handfuls of particulate matter. There was no malodor, but I did culture this fluid just in case. After I evacuated the seroma, I went very high up, close to the xiphoid process and entered the abdomen safely and could see immediately that there were many omental adhesions up to this rind. I carefully took down all of the omental adhesions from the posterior rind of the seroma. As I got down more distally, I could tell that there was also some bowel that was closely adhesed to the rind, mostly on the right side of the abdomen. This was put aside for the moment. I was finally able to visualize the bowel. I identified the ligament of traitz and I ran the bowel distal to this until I got to the midjejunum. This bowel was dilated but did not look compromised. There was a clear obstruction deeper into the abdomen and it seemed like there was 1 very strong band of tissue that was causing the obstruction. I obtained better visualization and then I was able to lyse this band sharply with scissors. I was then able to deliver the rest of the jejunum into the wound. I continued to run the bowel down towards the terminal ilium. The bowel beyond the obstruction was decompressed. When I got close to the terminal ileum, I realized that there was a piece of bowel that was completely plastered to the abdominal sidewall, including mesh. I spent a lot of time doing very careful lysis of adhesions and dissection to get this bowel off the sidewall. This bowel was not currently obstructed, but gave the impression that, had she not had a more proximal obstruction, she would have had one here as well. I finally got the bowel off the sidewall and then I was able to note that it was probably 15 cm [centimeter] away from the terminal ileum. After I had freed up all the small bowel, I ran it again and I lysed several interloop adhesions. These were done with scissors and came down easily. There was no concern for enterotomy or serosal injury on any of the bowel. I reexamined the bowel that had been obstructed. At that point, it was a little dusky and, after about 15 to 20 minutes, was still a little dusky and inflamed. I made the decision to go ahead and resect this piece of bowel. I chose points of resection proximal and distal to the inflamed bowel at the proximal obstruction side. I divided the bowel with blue load on the gia stapler and divided the mesentery with a ligasure. I performed side-to-side functional end-to-end enteroenterostomy with a blue load on the gia stapler. I closed the common enterotomy with running 2-0 silk and then I reinforced it with overlying lambert¿s. I placed a 2-0 silk crotch stitch. I closed the mesenteric defect with 2-0 silk. I went down to see the bowel that had been caught up on more distal obstruction with the tight adhesions to the mesh. This bowel was also very inflamed and dusky, even after I had given it about 15 to 20 minutes. I made the decision to go ahead and do a second bowel resection at the distal ileum. I chose sites for section before and after the piece of inflamed bowel and divided these with blue load on the gia stapler. I performed a side-to-side functional end-to-end stapled enteroenterostomy with blue load on the gia stapler. I closed the common enterotomy with a blue load on the gia stapler. I placed interrupted lambert¿s over this and crotch area. I closed the mesentery with running 2-0 silk. I looked distal to this anastomosis and there were a few adhesions around the cecum and the terminal ileum that I lysed to prevent distal obstruction to the flow of succus through my new anastomosis. I examined the abdomen. There was no spillage of bile. There was no pus. There had been some bleeding and oozing from the omentum that had been sharply taken down from the abdominal wall and so this was controlled with cautery. I irrigated the abdomen copiously with 2 liters of warm saline. At the end of my irrigation, the abdomen was hemostatic. There was a large amount of partially mesh and partially rind from the large chronic seroma cavity that was projecting out over the abdominal organs. I trimmed this back as close as I could to the fascia. I did not do a very detailed dissection in the upper part of the abdomen and there were quite a few adhesions around the falciform ligament and rind and what mesh I could, I was left with low incorporated mesh at the fascia. I would note that, on the lower part of my incision around the area of the umbilicus, there seemed to be good muscle tissue and fascia associated with the mesh but, a little higher up, I could not identify this layer. Because I was not sure that I had good tissue for closure and because there really was minimal to almost no contamination in this case, I did not excise all of the mesh. The mesh/fascia was closed with running #1 looped pds suture. The subcutaneous tissues were irrigated copiously and then the skin was closed with staples. A pressure dressing was placed and an abdominal binder was placed. The patient was awakened and taken to recovery in good condition. She tolerated the procedure well. Estimated blood loss was about 300 ml and there were no immediate complications. (B)(6) 2015:[missing records: pathology report and culture report detailing analysis of the specimens collected during the (B)(6) 2015 procedure was not provided. CT scan showing seroma was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)1998 [assigned]: baptist health. Nurse notes. Implant sticker. Gore-tex® dualmesh ® biomaterial. Item #: 1dlm08. Lot #: p12557-091. Implant sticker. Gore-tex® dualmesh ® biomaterial. Item #: 1dlm08. Lot #: 10057-156. The records confirm a gore® dualmesh® biomaterial (1dlm08/p12557-091) and a gore® dualmesh® biomaterial (1dlm08/10057-156) were implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.